Event description:
Pt had new pump implanted, and was asking to go home shortly after regaining consciousness in the recovery room. Pt was monitored for 2-3 hrs, then was released to the family's care in a completely responsive state. The following day, the family called the physician and said that the pt had a period of prolonged drowsiness from the time she came home from the hosp until late afternoon the following day. At the time the physician returned the family's call, however, the pt was sitting up and eating. The physician left instructions to call if there were any further developments, and that he would come to the pt's home if necessary. The next day, the physician called the home in the morning to inquire as to the status of the pt. His call was returned approx an hr later and was told by the family that the pt had passed away during the night. An autopsy was performed and toxicology samples were sent for eval by the med examiner's office, with the results pending as of the date of this report.